Manufacturer narrative:
(B)(4). Batch # 9902a0150t377. Manufacture date: (B)(4) 1999. The analysis results found that the lx207 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during miscellaneous open cases procedure, the handles have become cracked and worn and the clips are not forming properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.